Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the packaging of the velocity delivery microcatheter (delivery) was opened and it was noticed that the velocity looked like it had been cut into. The damage to the velocity was noticed prior to use and therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.